Manufacturer narrative:
(B)(4). We are unable to perform a thorough DHR review at this time since teleflex medical document control department was unable to locate the DHR for the returned instrument. This instrument was not made at the teleflex medical (B)(4) facility or (B)(4) facility. The returned instrument was evaluated and found that the tip set measures oversized since it will not pick up a .325+/-.005 gage pin as required per print in the open position and the tips are slightly misaligned with each other in the closed position. Further evaluation shows that although the tip set is oversized and the tips are slightly misaligned this instrument is able to pick-up, retain, close and release clips as required of its function. We are unable to validate the alleged complaint since we were unable to duplicate the alleged issue. At this time we are unable to determine how the tips became misaligned to each other and the tip set oversized, but mishandling at the customers site is suspected. No corrective action required at this time.

Event description:
During the replacement of an aortic arch aneurysm by an artificial blood vessel, when the physician tried to ligate the vessel/tissue, the clip fell from the applier into the patient. The fallen clip was successfully removed from the patient at the time of stent insertion. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During the replacement of an aortic arch aneurysm by an artificial blood vessel, when the physician tried to ligate the vessel/tissue, the clip fell from the applier into the patient. The fallen clip was successfully removed from the patient at the time of stent insertion. There was no patient injury.